Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, ptosis, and probable asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 330cc mentor smooth round high profile on the right side, and with unknown size unknown saline implant on the left side and experienced right side breast implant deflation. The patient underwent bilateral explantation on (B)(6) 2021. On (B)(6) 2021, mentor became aware that the patient also experienced left side capsular contracture; baker grade unknown, ptosis, and probable asymmetry. This medwatch report is for the patient¿s left-sided device.